Manufacturer narrative:
(B)(4). The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific reported that this ra lead has high impedances. The lead was programmed to unipolar. X-rays do not show any breaks or kinks. The lead was left in unipolar and seems to be working well.